Event description:
On (B)(6) 2025, the user¿s daughter reported that the user¿s blood glucose was low at 53 mg/dl and had been low for an extended period. The user¿s daughter indicated she would continue to treat the low with 15 grams of carbohydrates.

Manufacturer narrative:
No product was returned for evaluation. There were no issues identified that would have impacted this event. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.